Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar and bipolar on the erbe generator stopped working. Prior to calling, the instrument energy cables were swapped out with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs and found multiple c-70, c-71 and 4-71 erbe errors indicating an invalid relay configuration. The customer verified the foot pedals in the drawer were not being pressed and the tse had caller perform a hard power cycle on erbe generator removing the foot pedal and rcb connections, then plugging the rcb connection back in with no change. The customer then switched over to a force triad generator and the bipolar was working but the monopolar was not. The tse had caller reseat the monopolar instrument and it started working. Customer continued with the procedure as planned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator on and obtained the following additional information: the case was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vio integrated electro surgical generator unit (iesu) was not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced iesu to resolve the issue. The system was tested and verified as ready for use. The iesu was analyzed, and failure analysis was able to replicate and confirm the reported issue when the unit was placed on an in-house system and was ran in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.